Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient presented with cervical spondylosis with myelopathy and stenosis. The patient underwent anterior cervical diskectomy, c4-5, arthrodesis, c4-5 with polyetheretherketone allograft, supplementation of arthrodesis c4-5 with bone morphogenetic protein sponge implant inside allograft, supplementation of arthrodesis c4-5 with cervical plate and use of the microscope and microdissection technique. As per op notes, ¿¿..the high-speed drill was used to contour the endplate surfaces on the vertebral body of c4 and c5 in a parallel configuration. The allograft trial system was then used and 6-mm graft was selected and appropriate peek lordotic 6-mm implant was selected. The actual peek implant was filled with bone morphogenetic protein delivery sponge with a total dose of 0.4 mg. The sponge was placed inside the graft and the graft was tapped into place with digital manual distraction from the head of the table. The graft was countersunk a few millimeters. The graft had a very satisfactory fit and contour. All the internal and external distraction was removed at this point.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.